Manufacturer narrative:
As reported, the optease femoral 55 cm. Kit inferior vena cava (ivc) filter was hard to retract it was tilted in the inferior vena cava (ivc). The product was used to treat a patient with may turner disease. An unspecified wire was used to straighten the filter prior to snaring it. The physician was able to straighten the filter with a guidewire as it was against the ivc and he was then able to snare it successfully. There was no reported patient injury. The product is not being returned for analysis. Additional information received indicated that the product lot number was not available. The exact date of implantation was unknown but the device had been implanted for approximately ten (10) days. The filter was implanted for a short period because the risk of emboli associated with the patient¿s may turner disease. There was no reported problem during the initial deployment. It was verified prior to deployment that the hook was caudal. The filter was deployed without tilt in the inferior vena cava (ivc). It was not specified if there was a large or excessive thrombus load. It was not specified if anti-coagulation therapy was provided. Pre and post imaging was completed. The size and shape of the vena cava was reported to be not applicable and the size was not provided. There were no reported peri/post procedural complications and the patient was in stable condition. The approach used for retraction was not provided. A non-cordis snare device was used. There were no other product issues noted with the filter that were not described. There was no target lesion/lesion characteristic information available. The filter tilt described was caudal. The complaint product is not being returned for analysis. Procedural films are not available. There was no reported patient injury/the patient is reported to be in stable condition. No additional information is available. The product was not returned for inspection. Additionally as the sterile lot number was not available, review of the manufacturing records (DHR) could not be performed. The reported filter tilt and retrieval difficulty could not be confirmed as the device was not returned for analysis nor were procedural films provided for review. The exact cause of the difficulty experienced by the customer could not be conclusively determined. Based on the limited information available for review, the timing and mechanism of the filter tilt remains uncertain. Incorrect orientation of the filter is a known potential complication for all ivc filter implants and is listed in the IFU as such. Filter tilting occurs in approximately 5.5% of all cases and may contribute to difficulty or inability to retrieve the filter. Based on the information available for review, and without a DHR or analysis, there is no indication of a design or manufacturing related cause for this event; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the optease femoral 55 cm. Kit inferior vena cava (ivc) filter was hard to retract it was tilted in the inferior vena cava (ivc). The product was used to treat a patient with may turner disease. The product is not being returned for analysis. There was no reported patient injury. Additional information received indicated that the product lot number was not available. The exact date of implantation was unknown but the device had been implanted for approximately ten (10) days. The filter was implanted for a short period because the risk of emboli associated with the patient's may turner disease. There was no reported problem during the initial deployment. It was verified prior to deployment that the hook was caudal. The filter was deployed without tilt in the inferior vena cava (ivc). It was not specified if there was a large or excessive thrombus load. It was not specified if anti-coagulation therapy was provided. Pre and post imaging was completed. The size and shape of the vena cava was reported to be not applicable and the size was not provided. There were no reported peri/post procedural complications and the patient was in stable condition. The approach used for retraction was not provided. A non-cordis snare device was used. There were no other product issues noted with the filter that were not described. There was no target lesion/lesion characteristic information available. The filter tilt described was caudal. An unspecified wire was used to straighten the filter prior to snaring it. The physician was able to straighten the filter with a guidewire as it was against the ivc and he was then able to snare it successfully. The complaint product is not being returned for analysis. Procedural films are not available. There was no reported patient injury/the patient is reported to be in stable condition. No additional information is available.